Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The pump was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. Pump was received with normal operating current. Pump passed self test. Pump passed off no power test. Pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call the pump alarmed compromised force sensor system alarm. The customer stated that the pump pushed insulin out right away. The customer's blood glucose at the time of incident is unknown. The pump will be returned for analysis.